Event description:
Pt reported receiving two uncommanded boluses. The patient stated she received an automated delivery restriction alarm on her pdm and changed to manual mode for 30 minutes. When patient switched back to automated mode, she noticed insulin on board (iob) of 6 units was showing on the screen and she had not delivered any insulin to account for that iob. She checked her event history and found 2 boluses of 9.9 units and 10 units delivered within minutes of each other. Patient denied programming insulin and reported no adverse events with her blood glucose readings due to issue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.